Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated is unk. The physician attempted to treat the lesion with a 12x3.00mm taxus liberte stent. The stent delivery system (sds) was withdrawn and it was noticed that "the stent struts on the proximal end were lifted". The procedure was completed with another of the same device and there were no pt complications. The pt condition was noted as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history historical trending,a nd similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.